Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was found dislodged 12 hours post-op. Upon repositioning attempt, the helix would not fully retract due to probable endocardial tissue entrapment so the lead was explanted and a new lead placed. Should additional information be received, this file will be updated.